Manufacturer narrative:
Based upon the information available, the most likely root cause of the type iiia endoleak (loss of seal) was due to the inadequate overlap of the proximal extension and an anatomy related issue of a 48 degree infrarenal angle. There were no known procedure or user related issues. Clinical evaluation was unable to determine off label or cautionary product use conditions that contributed to the event. Additional clinical harm for this device failure included: aneurysm enlargement. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. The device was not returned, therefore physical sample evaluation was not completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) done on (B)(6) 2017 showed a type 3a endoleak. On (B)(6) 2017 the physician elected to implant a infrarenal aortic extension to seal the endoleak. The patient is reported to be in stable condition.